Event description:
During an unknown procedure clips had twisted and would not hold on vessel. No other info was available. There was no consequence to the pt.

Manufacturer narrative:
Yielded jaw. Product complaint analysis team has completed its investigation. The results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, no; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: firing: feed conform, yes; firing: form conform, no; jaws: inside width at tips, .240; lockout functional, yes and number of clips fed and formed, no. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that jaws had become damaged and could not hold a clip properly, making instrument non-functional. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.